Event description:
Explanting physician reported "breast disformism, capsular contracture, baker grade IV, and rupture". The device has been explanted. Rupture was discovered during explant surgery. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, an opening on radius, brown particles on the shell, and crease fold. A microscopic analysis was performed which identified, a striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Explanting physician reported "breast disformism, capsular contracture, baker grade IV, and rupture". The device has been explanted. Rupture was discovered during explant surgery. This record relates to the left side.